Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteral dilatation procedure. According to the complainant, during the procedure, the balloon was inflated to 20 atmospheres inside the patient. The balloon did not hold pressure. Several inflation attempts were made and the balloon did not hold pressure. Follow up revealed that it is unknown if the balloon leaked or burst. The procedure was completed with a different device. There were no patient complications and the patient's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.